Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was difficult to place and the guidewire became stuck inside the lead. The physician chose to cut the guidewire and keep the lead implanted in the patient with the portion of the guidewire that was stuck. Subsequent testing showed no integrity issues, the lead remains in use and will be monitored. No patient complications have been reported as a result of this event.